Event description:
It was reported: "after checking cuff inflation, used on patient, then air leaked immediately from cuff." It was reported: "test prior to use: yes". It was reported "the patient had been re intubated with a new tube".

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.